Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) had an issue with the power cord retracting. A getinge field service engineer (fse) confirmed that the power cord was not retracting properly. The fse verified that the power cord was electrically sound, but the power cord reel was malfunctioning. The power cord reel was replaced. Ran and passed all performance and function tests. Edified power cord reel to be functioning correctly.no patient involved.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) has a cord retracting issue. It was not retracting properly. There were no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a cord retracting issue. It was not retracting properly. There were no injuries or harm reported.